Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified popliteal artery. A 3.0mmx30mmx143cm fg coyote nc (nc quantum apex¿) balloon catheter was advanced for dilatation. However, during first inflation, the balloon rupture. The device was completely removed from the patient and the procedure was completed with a 3mmx40mm non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. Microscopic examination of the balloon revealed a pinhole 25mm from the proximal markerband. There is no indication that the device was inflated over rated burst pressure. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified popliteal artery. A 3.0mmx30mmx143cm fg coyote nc (nc quantum apex¿) balloon catheter was advanced for dilatation. However, during first inflation, the balloon rupture. The device was completely removed from the patient and the procedure was completed with a 3mmx40mm non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.